Event description:
Device malfunction: none. Symptoms/ae: hypotension, transient ischemic attack. Time of ae: post procedure. It was reported that post left internal carotid artery xact stent implantation, upon ambulation, the patient experienced a vasovagal reaction of hypotension accompanied with transient right arm weakness numbness and tingling that resolved in 10 minutes after dopamine was given. The next day, the patient experienced another episode of hypotension upon ambulation, with right hand weakness and right facial droop that resolved in 30 minutes after the patient was returned to bed and given dopamine. Dopamine was slowly weaned and was discontinued within 72 hours and the patient was discharged home. Carotid artery duplex showed the stent was working normally. CT scan of the head done in '09 showed no acute process. MRI of the brain done on 4/29/09 showed tiny left-sided white matter ischemic changes in left frontal subcortical white matter; subtle diffusion changes in the posterior left periventricular white matter, acute to sub-acute in age. The neurological deficits were diagnosed as transient ischemic attacks due to hypotension. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: the stent remains in the patient. Hypotension and transient ischemic attack (tia) may occur during this type of procedure and are listed in the instructions for use as known potential adverse effects associated with the use of the device. There was no device malfunction reported. A root cause for hypotension and transient ischemic attack could not be determined. A review of the finished device lot history record did not reveal any non conformity which could have contributed to this event.